Event description:
It was reported that the metal cap popped off of cross connector locking hex.

Manufacturer narrative:
Method: complaint history review; results: the device in question was not received back for functional testing. It is possible that the surgeon over-torqued the device causing the nut to disengage. However, because the device was not returned back this cannot be determined conclusively. Conclusion: the customer reported event of the xia 3 titanium cross link center nut disengaging intra-op was confirmed via correspondence with the sales rep. The event resulted in a 5-8 minute delay, which is in line with the risk table. Furthermore, manufacturing records could not be reviewed because no lot information could be obtained. The cause of the reported event cannot be determined because the device has not been received for evaluation.

Event description:
It was reported that the metal cap popped off of cross connector locking hex.